Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on a clinical evaluation report (cer) in the new zealand acl registry, 1 patient had a reoperation after an acl procedure using an ultra fast-fix ab assembly straight. The patient outcome is unknown. The information provided is anonymized; therefore, additional information is not known and it is not possible to collect it.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of this medical investigation, the requested clinical documentation has not been provided per the per clinical evaluation report (cer) in the new zealand acl registry. Therefore, there were no clinical factors found which would have contributed to the event (¿reoperation¿) post acl procedure, as it has been communicated, that no additional information is available and is ¿not possible to collect.¿ the patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided for this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in attachments section. Correction in a2 (required intervention to prevent permanent impairment/damage)